Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2015 with the following findings: the pump's black box showed persistent call service 052 alarms on 04/22/2015. The battery cap was able to attach properly to the pump. The display screen was blank upon powering up. A printed circuit board inspection found that there was an intermittent signal from the watchdog chip.